Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the partial delivery system was returned, analyzed, and no anomalies were found. The articulation of the delivery system was out of plane. The delivery system shaft was mechanically kinked/buckled. There was a mechanical issue with the tether of the delivery system. Blood was observed on the shaft of the delivery system. Blood was observed in the lumen of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the tether pin missing from the delivery system. The shaft is kink/buckled at 8.7 cm from the distal end of the delivery system. There is blood on the shaft at the distal end of the stability member. There is blood on the device cup. The partial tether cord has been cut with tether exposed on outside the delivery system handle. The deliver system tether lock was found to be locked with the tether having kinks on it. Unable to test deployment due to the tether pin missing for the delivery system and the device not intact with the tether. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/number: (B)(4), use by date: (B)(6) 2019, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was deployed with no issues. Upon attempting to remove the tether, there was "a lot of resistance." It was then noted that the ipg had become dislodged. The ipg was deployed again, and dislodged a second time. Two more attempts were made, however, "poor sensing and threshold" measurements resulted. At that time, the physician felt the delivery system may have been damaged and a new system was used and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.